Manufacturer narrative:
At this time, product has not yet been returned and the provided serial number for the meter is not valid. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle strips were reviewed, and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. A tripped trend review was conducted for the reported complaint and freestyle freedom lite meter; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified reading issue with the adc blood glucose meter. The customer reported that due to this issue, she "blacked out" and was taken to hospital by ambulance where she was treated with insulin. There was no report of death or permanent injury associated with this event.